Event description:
It was reported that the metal barb came off the thread flank. The enclosed item was damaged during implantation and so was not implanted into patient. The user noticed that the screw appeared to be thread as it was being manually screwed through a hip plate. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the barb of the metal came off the screws. The measurable dimensions of the screws were checked and found to be in compliance with the technical drawings and specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. No product fault could be detected.